Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine during initial drain, it was reported that there was air in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) assisted the home patient (hp) to end therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not available and the lot number was unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.